Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. During the device change out procedure, the physician decided to replace the ra lead. After gaining access, the physician was not able to get the wire down into the right atrium. At that point the wire perforated the superior vena cava which was confirmed with contrast. The physician also noted a tear in the lead insulation which was repaired. The lead was reconnected to the new device and programming changes were made to minimize atrial pacing. Once the pocket was closed, the impedance measurements again were greater than 2000 ohms.

Manufacturer narrative:
If additional information is received, this report will be updated.